Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event date and explant date are estimated. During processing of this incident, attempts were made to obtain complete patient information. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-03985. It was reported that the patient experienced lead migration. The patient had the system explanted due to this issue.